Event description:
It was reported that during a knee surgery 2 wand were used and the error message: "error, wand has reached end of life" appeared after 5 minutes of use. No patient injuries reported. Back-up device was available to complete the surgery. A delay greater than 30 minutes was reported.

Manufacturer narrative:
H10, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A DHR/batch record review shows no ncrs and no deviations associated with the lot number and relevant to the complaint. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.